Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure involving the esophagus, the device did not seal the tissue being worked upon. An end tone, indicating a complete seal cycle, was provided by the generator in use. There was no patient injury or bleeding. Another device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. Visual inspection was not in specification. Inspection noted a charred area in the jaws. The investigation identified the cause of the charred area to be undetermined.